Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 184 mg/dl. Customer was on vacation and forgot to remove the device before going in the water. The device was submerged in water. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.